Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. The physician was made aware of this observation, but there were no plans to review the rv lead at this time. No adverse patient effects were reported. The lead remains implanted and in service. Additional information was received. The rv lead was found to be dislodged, causing the out-of-range impedance measurements. Three days post-implant, a surgical intervention was performed and this lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.